Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon an attempt to inflate the balloon catheter, the balloon ruptured at 8 to 9 atmospheres of pressure; however, the stent was successfully deployed. Subsequently, a dissection was reported to be observed. In response, an attempt to place another stent distal to the first stent was made. This attempt was unsuccessful due to a balloon burst (see access #2247023-1997-00252). Ultimately, a third stent was utilized and successfully deployed at the area of dissection. There were no add'l complications reported relative to this event.